Event description:
Silicone dow implants gave pt autoimmune diseases: lupus, fibromyalgia, chronic fatigue immune deficiency problems, ddd, degenerative disc disease, to name a few. Pt discovered symptoms about 4 years after implant. No one knew at that time what effect the implants could or would cause. Pt's surgeon only said- pt would have nice breasts even in the nursing home,-assuming pt would live long enough to be in one. They ruptured some time ago. It wasn't until dr ordered the new MRI mammogram, after pt was complaining of fire like pain in their chest. Pt visited and paid 5 plastic surgeons for their advice. They all said the silicone had to be removed and pt would not handle no breasts after 30 years of beautiful ones. Pt listened. Huge mistake, now 19 days post surgery of saline mcgahn implants- pt is probably worse than ever. Pt is in so much pain, and all other symptoms are aggravated. Pt is waiting to get the courage to have them removed. Pt is so beat up, it scares them to think of another surgery.